Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator . (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that since implantation, the implant never really worked and things have been progressively going downhill. The health care providers (hcp) are not sure where the issues are coming from. The patient noted that the symptoms were predominantly on the left side but now has shifted to the right side. The patient initially had a blood clot that was removed shortly after it was discovered and the hcps thought the blood clot was the cause of the issues with the implantable neurostimulator (ins) not working well and her implant taking a long time to heal; the hcp ruled it out as it not being related. The patient speculated that the issues could be due to her stress and psychological issues as well. The patient has a reprogramming session about once a month where the settings on the patient's device was turned up rather high but it still did not work. Her feet would lie on the side or go in when the settings are on high; she cannot walk. The patient also reported she developed tremors after the first implant and may possibly have essential tremors. The patient is taking medication every 2-3 hours and if she doesn't take them, her tremors increase in severity. The patient reported the device has helped a bit but her symptoms are similar to how it was when she was only on medications. Additional information has been requested regarding the cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 3004209178-2016-03610.